Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in-clinic for a follow-up, low r-wave amplitude and increased capture threshold were observed. The lead was capped and replaced. The patient was in good condition post-procedure.